Event description:
Pt expereinced 3-6 infusion set seperations at the luer lock. Caller indicated that pt's blood glucose level was 490 mg/dl. Caller indicated that she did not recall seeing any insulin leaking. Caller indicated that pt did not require any outside assistance for his elevated blood glucose.